Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed up with the site coordinator who stated the issue may be isolated to system set up or instrument issues. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). A review of the instrument logs identified the following sureform 60 staplers used in this procedure: sureform 60 stapler. (Part # 480460-09/lot # l10220808 0504) was last used in a gastric bypass procedure on (B)(6) 2022 via system sk 4666 with 12 uses remaining. Sureform 60 stapler (part # 480460-09/lot # l10220808 0512) was last used in a gastric bypass procedure on (B)(6) 2022 via system sk 4666 with 4 uses remaining. Sureform 60 stapler (part # 480460-09/lot # l90220324 0066) was last used in a gastric bypass procedure by on (B)(6) 2022 via system sk 4666 with 11 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument moved in the opposite direction. The customer stated they used the sureform 60 stapler which fired correctly 5-6 times however once reloaded, the sureform 60 stapler moved in the opposite direction. The case was completed. The field service engineer (fse) followed up with the site coordinator who stated the issue was only isolated to the sureform 60 stapler and all other instruments worked properly. No universal surgical manipulator (usm) replacement was needed at the time as the usm seemed to be working properly and the issue may be isolated to system set up or instrument issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional the instrument was re-installed on an in-house system 3 times, and failed to engage on each, with error logs showing p3=200ffffa, indicating engagement failed due to failing the roll-hardstop check. Log review confirmed all field engagement failures were due to the roll axis. The main tube was manually rotated and exhibited major friction, likely a result of this instrument containing an undersized roll bushing. The rolling bushing binds against the roll gear during main tube rotation, causing friction that can contribute to the roll hardstop check failing during engagement. Root cause of undersized roll bushing is supplier manufacturing related.

Event description:
Refer to h10/h11 for follow-up information.